Event description:
Sales rep (B)(6) reported on behalf of the customer that a lug broke off the custom made cutting blocks during a procedure. No adverse consequences or delay reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same event as: MFR # 2249697-2012-00014, MFR # 2249697-2012-00016.